Event description:
It was reported that the physician suspected the battery was depleting prematurely from this subcutaneous implantable defibrillator (s-ICD). The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected for analysis, but had not yet been received,.